Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and the injection site swage height was checked and found to be within the specification limits. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) interlink system injection sites had a crack in the septa. The issue was observed while inspecting the septa for cracks. There was no patient involvement. No additional information is available.